Event description:
It was reported that during implant the helix took too many turns to rotate and also had a jumping motion. The lead was implanted in the patient and later dislodged with a drop in r-waves. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. There was an observation with the mcrd (monolithic controlled release device) that contains the steroid. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.